Event description:
A fiber was found lodged in the arterial line and cannula 76 minutes into bypass. The pt was taken off from bypass to change out the oxygenator and to retrieve the fiber. The pt's recovery was uneventful.